Event description:
It was reported that the event occurred in the intensive care unit. The md inserted the catheter via the pt's radial or femoral artery. Upon advancing the catheter through the spring wire guide (swg), the swg bent and it was not possible to remove it. As a result, the catheter and swg are removed and a new kit was opened and used with success. No medical/surgical intervention was needed. There was no report of patient death, complications or injury. The pt outcome is fine.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device eval: the customer returned one spring wire guide and one catheter. The returned components were visually examined and measured. The guide wire was returned inserted through the catheter with the guide wire protruding from both ends. Approx 3.5 cm of the guide wire was kinked and deformed and protruding from the catheter tip. Another 4.6 cm of guide wire was unraveled and protruding from the catheter hub. Microscopic examination of the guide wire revealed the distal weld was intact and complete but the proximal weld was missing. The guide wire was stuck in the catheter but was removed with a tug. The guide wire was coated with biological material but there were no kinks or bends present on the guide wire removed from the catheter. The guide wire outside diameter was measured and met specifications. The core wire measured 29.4 cm in length indicating that a possible 3.7-5.0 cm of wire and weld is missing. The returned catheter was identified as 18ga arrow catheter on the juncture hub. The extension line was filled with red biological material and there were no defects observed. A 0.024 inch pin gage was inserted into the catheter tip easily and 0.025 pin was tight indicating that the catheter tip does not meet the specification. The catheter length measured 21.4 cm which meets the length specification. This catheter is packaged with the guide wire inserted in it and since the guide wire is longer than the catheter; the guide wire protrudes from the catheter tip indicating the guide wire fit through the catheter tip once. The guide wire was removed from the catheter and was inserted into the pt through a needle. Then the customer fed the catheter over the guide wire based on the returned sample indicating it passed through the catheter tip a second time. The info provided and condition of the returned sample indicates that it is not clear when the distal end of the guide wire became kinked. It is understood the guide wire separated upon removal attempts from the catheter. A device history record review was performed on the catheter and the guide wire with no relevant findings. The reported complaint of the guide wire met resistance in the catheter and separated was confirmed through microscopic examination and measurement of the returned sample. Microscopic examination revealed that the distal end of the guide wire was kinked and the proximal end was separated and not returned. The catheter tip ID was too small and did not meet specification. However, the potential cause of this complaint issue could not be determined since it is not clear when the guide wire difficulty first occurred. A nonconformance was initiated to investigate the catheter tip ID issue. (B)(4). The catheter lots used in this product lot were manufactured prior to november 2010.